Event description:
It was reported during the routine pacemaker replacement that the right ventricular lead had high thresholds. The lead was explanted and replaced. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.